Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead is suspected to experience insulation damage due to fretting and potential clavicular crush syndrome. This lead also exhibited noise, oversensing and loss of pacing support. This lead remains in service. Device replacement was recommended and is planned to be performed. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead is suspected to experience insulation damage due to fretting and potential clavicular crush syndrome. This lead also exhibited noise, oversensing and loss of pacing support. This lead remains in service. Device replacement was recommended and is planned to be performed. No adverse patient effects were reported. Additional information was received which indicated programming changes were performed.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead is suspected to experience insulation damage due to fretting and potential clavicular crush syndrome. This lead also exhibited noise, oversensing and loss of pacing support. This lead remains in service. Device replacement was recommended and is planned to be performed. No adverse patient effects were reported. Additional information was received which indicated programming changes were performed.

Manufacturer narrative:
Corrected h6 conclusion code to the value previously reported on initial report. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.